Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. It was additionally noted that during the initial implant there was an occlusion observed mid-vessel that made it difficult for the lead to pass and to translate torque to the lead to achieve screw engagement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.